Event description:
It was reported that the pt had bilateral hip implants. She received letters about recalled hips. The pt is reporting that she has pain in her right hip and sometimes her hip doesn't hold her weight.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.